Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed for a clip opening while locked. It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr), mitral annular calcification (mac), calcium on chords, a very restricted posterior leaflet, and a short transseptal height. During first clip intervention with an ntw, a full turn of the arm positioner in the open direction and a second establishing final arm angle (efaa) was not performed by the operator. After deployment the mr was 2+, and the ntw clip settled to 30 degrees. This occurred after detachment from the clip delivery system (cds). A second clip was implanted, reducing the mr to 2. There was no adverse patient effect or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The reported user error (improper or incorrect procedure or method) was due to the user not performing the second efaa. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).